Event description:
Olympu (osh) was informed that the customer evis lucera elite colonovideoscope has an error, ¿e315¿. The customer reported error was found during inspection before use. The device was replaced with another one and the scheduled enteroscopy procedure was completed. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer¿s reported error, e315. The inspection noted the scope failed the leak test from the switch box and the eto valve. Moisture was found inside the electronic connector. The device has not been repaired in the past year. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to an abnormality of electrical parts. As a result, error message e315 was displayed temporarily at the user facility. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.